Event description:
It was reported that during central processing, the maryland bipolar forceps had a disconnected wire. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the clinical engineer and obtained the following additional information: the issue was identified prior to reprocessing. There was no abnormality noted during the last used. The procedure was completed with the same instrument. No loss of cautery was reported and no report of fragment fall inside of the patient's anatomy. No photographic images of the device or a video recording of the procedure were available for isi to review.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed and found the conductor wire was damaged near the distal idler pulley. Material appeared to be lifted off, exposing the bare wire. No material appeared to be missing. The electrical continuity test still passed. No thermal damage was observed. Failure analysis found the primary failure of insulation damage - conductor wire to be related to the customer reported complaint. The root cause is attributed to a component failure for the insulation damage to the conductor wire. Additional observation not reported was that the main tube exhibits signs of scratch marks/abrasions on the distal end. Main tube scratch marks measured roughly 0.03" to 0.48" in length and were not aligned with the tube axis. Failure analysis found the additional failure of main tube ¿ scratch marks to not be related to the customer reported complaint. Common causes of the failure mode scratch marks/abrasions instrument main tube are typically attributed to mishandling/misuse. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula. The complaint regarding cautery issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. No investigation required as no image or video clip for the reported event was submitted for review. A review of the device logs for the maryland bipolar forceps (part# 471172-16 / lot# k10211116-0035) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4) for a proximal gastrectomy procedure. There were 1 use remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This last usage of the device was before the reported event date. The probable root cause of damaged conductor wire insulation and/or thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable event due to the following conclusion: failure analysis found the maryland bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.